Event description:
It was reported that a malfunction alarm occurred on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received pump reset instructions, and successfully reset the pump, after which the malfunction did not recur, and customer was advised to continue using the pump and call back if any further malfunction alarms occurred.